Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a constant tone and then a blank display occurred ater. It was also found the customer received a motor error alarm when a new battery was inserted. Customer's blood glucose was 106 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer declined to troubleshoot for the blank display and constant tone. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the self test and no audio anomaly was noted. The insulin pump was monitored for several days with no blank display. The insulin pump had normal operating currents. No damage was noted to the isolation tape. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.